Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt anatomy previously and caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent had dislodged prior to use, inside of the protective sheath. The device was not used on the pt. No additional event or pt info is available.